Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The freestyle libre reader (serial number: (B)(6)) device has been requested for return. At this time, reader device has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. The following has been updated for this supplemental report: section d4 - serial no, expiration date has been updated per additional information received. Section g2 - report source has been updated to reflect source of additional information received. Section h4 - device mfg date has been updated per additional information received. Section h6 and h10 have been updated to reflect new investigation information.

Event description:
A customer's mother reported a low reading issue with the freestyle libre sensor. The mother reported that on (B)(6) 2021, symptoms began with leg pain then progressed to stomach aches and vomiting on (B)(6) 2021. The mother did not report information regarding scan readings, capillary comparisons, or treatment actions taken in this timeframe. As the symptoms persisted into (B)(6) 2021, a capillary test was taken on the built-in meter and a result of 'hi' (> 500 mg/dl) was obtained. The customer was treated with 6 units of insulin by the parents, then taken to a clinic emergency room where blood glucose tests and infusions were done. After 2 hours, the clinic transferred the customer to a hospital ICU. The customer reportedly arrived at the ICU with beginnings of kidney failure and in a diabetic coma. It was reported that the healthcare providers at hospital noted "correct" sensor scan values of 57-131 mg/dl in the freestyle libre reader's memory. The customer was diagnosed with diabetic ketoacidosis, and treated with hydrating infusion and 8-10 units of insulin per hour. It was reported that on (B)(6) 2021, the customer was transferred back to clinic for further hospitalization. A follow-up call was made with customer's mother on (B)(6) 2021, and it was reported that customer's condition was improving and customer would not require dialysis. The customer's mother indicated that she would provide abbott diabetes care with hospitalization report. There was no report of death or permanent injury associated with this event. Abbott diabetes care received additional information on (B)(6) 2021 from the customer's mother regarding this event, including historical data stored in freestyle libre reader and laboratory results from hospitalization. Historical data indicated that customer's glucose levels were often above 250 mg/dl beginning (B)(6) 2021, with hba1c of 9.1%, putting the customer at risk of diabetic ketoacidosis (dka). From (B)(6) 2021 to (B)(6) 2021, the customer experienced hyperglycemic events with high variability and low stability. The mother reported the customer wears an insulin pump (non-adc device), but did not indicate if the pump was used during this period, and if so, the insulin dosage provided. Beginning (B)(6) 2021, the sensor began to indicate lower glucose levels with more stability. The mother noted that due to these lower readings, lack of appetite, and lack of fever, it was assumed that the vomiting and abdominal pain experienced by customer beginning (B)(6) 2021 was gastroenteritis. At this time, it cannot be determined if this change in glucose reading pattern was due to sensor malfunction or if customer was already presenting with dka, dehydration, and kidney failure. The freestyle libre system has not been studied in dehydrated patients, and is noted under caution and limitations of the system. Laboratory results from (B)(6) 2021 indicated that kidney function had normalized after dka event. There was no report of death or permanent injury associated with this event.

Event description:
A customer's mother reported a low reading issue with the freestyle libre sensor. The mother reported that on (B)(6) 2021, symptoms began with leg pain then progressed to stomach aches and vomiting on (B)(6) 2021. The mother did not report information regarding scan readings, capillary comparisons, or treatment actions taken in this timeframe. As the symptoms persisted into (B)(6) 2021, a capillary test was taken on the built-in meter and a result of 'hi' (> 500 mg/dl) was obtained. The customer was treated with (B)(4) units of insulin by the parents, then taken to a clinic emergency room where blood glucose tests and infusions were done. After 2 hours, the clinic transferred the customer to a hospital ICU. The customer reportedly arrived at the ICU with beginnings of kidney failure and in a diabetic coma. It was reported that the healthcare providers at hospital noted "correct" sensor scan values of 57-131 mg/dl in the freestyle libre reader's memory. The customer was diagnosed with diabetic ketoacidosis, and treated with hydrating infusion and (B)(4) units of insulin per hour. It was reported that on (B)(6) 2021, the customer was transferred back to clinic for further hospitalization. A follow-up call was made with customer's mother on (B)(6) 2021, and it was reported that customer's condition was improving and customer would not require dialysis. The customer's mother indicated that she would provide abbott diabetes care with hospitalization report. There was no report of death or permanent injury associated with this event. Abbott diabetes care received additional information on 27 may 2021 from the customer's mother regarding this event, including historical data stored in freestyle libre reader and laboratory results from hospitalization. Historical data indicated that customer's glucose levels were often above 250 mg/dl beginning (B)(6) 2021, with hba1c of 9.1%, putting the customer at risk of diabetic ketoacidosis (dka). From (B)(6) 2021 to (B)(6) 2021, the customer experienced hyperglycemic events with high variability and low stability. The mother reported the customer wears an insulin pump (non-adc device), but did not indicate if the pump was used during this period, and if so, the insulin dosage provided. Beginning (B)(6) 2021, the sensor began to indicate lower glucose levels with more stability. The mother noted that due to these lower readings, lack of appetite, and lack of fever, it was assumed that the vomiting and abdominal pain experienced by customer beginning (B)(6) 2021 was gastroenteritis. At this time, it cannot be determined if this change in glucose reading pattern was due to sensor malfunction or if customer was already presenting with dka, dehydration, and kidney failure. The freestyle libre system has not been studied in dehydrated patients, and is noted under caution and limitations of the system. Laboratory results from (B)(6) 2021 indicated that kidney function had normalized after dka event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The freestyle libre reader (serial number: (B)(6)) device has been requested for return. At this time, reader device has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.the following has been updated for this supplemental report: section b5 has been updated per additional information received. Section b6 patient hba1c has been updated per additional information. As the reporter indicated the freestyle libre sensor had been disposed of, the freestyle libre reader has been requested for return. Section h10 has been updated to provide DHR review of freestyle libre reader.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's mother reported a low reading issue with the freestyle libre sensor. The mother reported that on (B)(6) 2021, symptoms began with leg pain then progressed to stomach aches and vomiting on (B)(6) 2021. The mother did not report information regarding scan readings, capillary comparisons, or treatment actions taken in this timeframe. As the symptoms persisted into (B)(6) 2021, a capillary test was taken on the built-in meter and a result of 'hi' (> 500 mg/dl) was obtained. The customer was treated with 6 units of insulin by the parents, then taken to a clinic emergency room where blood glucose tests and infusions were done. After 2 hours, the clinic transferred the customer to a hospital ICU. The customer reportedly arrived at the ICU with beginnings of kidney failure and in a diabetic coma. It was reported that the healthcare providers at hospital noted "correct" sensor scan values of 57-131 mg/dl in the freestyle libre reader's memory. The customer was diagnosed with diabetic ketoacidosis, and treated with hydrating infusion and 8-10 units of insulin per hour. It was reported that on (B)(6) 2021, the customer was transferred back to clinic for further hospitalization. A follow-up call was made with customer's mother on 24 feb 2021, and it was reported that customer's condition was improving and customer would not require dialysis. The customer's mother indicated that she would provide abbott diabetes care with hospitalization report. There was no report of death or permanent injury associated with this event.